Event description:
This is an issue of a misconnection. The nurse in the room was handed a syringe with barium contrast medium (15cc barium with 15cc water) that was meant to be delivered via a corpak feeding tube. The nurse did not realize it was for enteral delivery, and instead injected the becton dickinson (bd) 60cc syringe into the IV line. The nurse and x-ray technician then realized the mistake and action was taken to prevent further harm to the patient. The doctor was in touch with radiology, who advised to discontinue the IV and to obtain an abdominal x-ray. The patient was given a bolus of 1000 ml of normal saline (ns). During the incident, patient's blood pressure decreased to the 60s, pulse oxygenation went down to 87% and blood sugar was down to the 70s. Levo was re-started which was being weaned off. The insulin drip was placed on hold but was re-started at 3 units/hr for blood sugar above the 120s. The fraction of inhaled oxygen (fio2), was transiently increased to 100% but has since been weaned down to 40% based on normal arterial blood gases (abg). The patient did not appear to be permanently harmed and was discharged about a month later from the hospital. The hospital is investigating measures to prevent this from happening in the future.the syringe involved in this event is the becton dickinson 60cc luer-lock syringe, catalog number 301035. The lot number is unknown. There was not an issue with the syringe. This was a use error.